Event description:
Initial report indicated that they thought a patient's vns at end of battery life, but device diagnostics show that the device is working within normal limits. The systems diagnostics resulted in dcdc-2 and normal mode resulted in dcdc of 3. The patient is experiencing an increase in seizures it is not known if they are above pre vns baseline seizure rates. It was reported to him that the patient was having 20 seizures/month and now she is having more than 40/month. No medication changes have been made. Battery life projected calculation showed the generator battery to be at expected end of battery life. Programming history was not complete so may not to reflective of the actual battery usage.